Manufacturer narrative:
Date of report : 05jun2019, date rec¿d by MFR : 18may2019. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29april2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse advised the customer to replace the user interface board. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit powers itself on. There was no patient involvement. Event date not specified: estimate used.